Manufacturer narrative:
A service report completed and dated 04/19/2019 by a dmta field service engineer indicated that the device was in compliance with dornier specifications. A hematoma is listed as a potential adverse effect and complication in the dornier delta iii operating manual. The machine did initially fail the stone model test, but after the emse was replaced, it was functioning with dornier specifications. The senior clinical application specialist came to the conclusion that the operating condition of the delta iii was not responsible for the hematoma. The details concerning individual patient outcomes are unknown. No fault with the device as manufactured. Dornier medtech america, inc. (Importer) is submitting the report on behalf of dornier medtech systems gmbh (manufacturer) per exemption e2012002.

Event description:
Patient hematoma reported.